Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the monitor's belt connector was glued to the electrode belt's trunk cable. The root cause for the glue on the connector was unable to be positively determined, but was likely physical abuse. In addition, the monitor's case was broken at the belt connector, which damaged internal wires. The root cause of the damaged connector cannot be positively identified but is likely excessive force placed at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have a damage belt connector. The last patient to use this monitor did not report any deficiencies.